Manufacturer narrative:
(B)(4). The condition of the patient was not improving, the patient condition was ¿still the same¿, and the patient was advised to contact the physician but the patient was not coming to the hospital for a consultation. The patient was not recovered from the previously reported peritonitis event (previously, the outcome of the peritonitis was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient was on self-medication and not taking medications (unspecified) prescribed by the doctor. At the time of this report, the patient outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.